Event description:
It was reported to medtronic neurosurgery that the catheter was heavily calcified and separated from the valve. According to the report, due to the strong calcification, the surgeon was unable to remove the catheter entirely. The report stated that there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore an evaluation of device performance was not po ssible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.